Event description:
It was reported that this left ventricular (lv) lead exhibited out-of-range pacing impedance measurements. At this time the lead remains in service. No adverse patient effects were reporno adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).